Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks due to supraventricular tachycardia (svt). The patient complained of chest pain. The device was under the battery advisory, so the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.